Event description:
It was reported that during a low anterior resection procedure, the device did not staple correctly. The case was finished with a same like device. The consequence to the patient was the insertion of an artifical anus.